Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that an (B)(6) patient had developed a irritation under the front therapy pad. The irritation was described as bubbly skin with some blood loss. It was reported by the patient that she was allergic to nickel. The patient was given a prescription from her physician for a cream that didn't seem to work. The patient ended use of the lifevest as she is trying a new treatment therapy for her heart condition per her doctor. The irritation improved after not wearing the lifevest for a few days.